Manufacturer narrative:
E1 initial reporter phone #: (B)(6). H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues observed. Additionally, retain samples were functionally tested for stopper pop off and all retains tested were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn 56 units caps are popping off causing spillage of the sample. Samples were recollected. There was no other health impact or consequences reported.